Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint: medical product: biomet microfixation sternalock 360 multi-implant system catalog #: 74-0004 lot #: ni. Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was unable to put the hole through the sternum due to the thickness of the sternum, therefore he was unable to thread the cable. As a result, two of the three implants were able to be implanted. The surgeon used sternal wires at the proximal and distal ends of the sternum. The patient was seen for the six week follow up, and reports no pain. No additional patient consequences were reported.